Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
A report was received that a patient developed shortness of breath and fatigue while at home. The patient was noted to have developed ventricular tachycardia that was successfully paced back into sinus rhythm. The patient was then noted to have deteriorating neurological function with hemiplegia that progressive to full unresponsiveness with a glascow coma scale of 3. The patient was noted to have an advanced health directive in place with a documented decision to deactivate the device in such an event with the consent of the next of kin. The pump function was discontinued with the family present and the patient expired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump was returned for evaluation. No device malfunction was reported against the pump; therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of log files was not performed since log files covering the reported event date were not available for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual examination did not identify any discrepancies that may have caused or contributed to the reported event. Post-explant functional analysis revealed that the pump deviated from pre-implant requirements, with power average consumption of 2.19 watts vs 2.03 watts. Given that this deviation in power was not present prior to release of the device, it was most likely introduced during use. Dimensional verification revealed that the rear housing disc curvature, front housing disc curvature, and impeller shroud height difference were found to be deviating from specifications. Given that the pump met specifications prior to release, these deviations were likely a result of the clinical challenge to the pump and not the initial source of the reported event. Pathological examination did not reveal presence of thrombus. Based on the investigation, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.